Event description:
It was reported that the patient had an oversensing noise prior to an elective replacement procedure on (B)(6) 2024. Concurrently, the physician elected to explant the lead and replaced with a new lead. The patient was stable throughout the procedure.